Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient's mother.

Event description:
A home patient's mother contacted baxter's product surveillance department to report repeated "system error 2002" and "system error 2005" alarms being received during the home patient's automated peritoneal dialysis therapy since opening the most recent box of cassettes. Reportedly, the home patient's mother was resuing homechoice sets for several therapies prior to changing them out. The mother advised that it was during the 2nd and 3rd therapies with the same setup that the alarms were encountered. The home patient's mother had to setup with new supplies to perform therapy after receiving the system error alarms. This writer advised the mother to discontinue reusing her homechoice sets. Since doing so the home patient's mother has experienced no further difficulty. No patient injury or medical intervention was associated with this issue, per the home patient's mother.